Event description:
Additional information reported that the patient¿s device never worked for the patient. The patient had changed to ¿different levels¿ which did not help. The patient had no control in urinating day or night.

Manufacturer narrative:
See MFR. Report #3004209178-2016-17507 regarding issues the patient experienced with her previous device.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's device had never worked, there were issues with the device, and it had since been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.